Event description:
Report received of the device not alarming for proximal or distal air-in-line during preventative maintenance testing. There was no pt involvement and no reports of any adverse event with a pt while the device was in clinical use.